Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient underwent fusion surgery in which rhbmp-2/acs was used. As per the operative notes, ¿a lumbar decompressive laminectomy was performed starting at the bottom of l5 and working midway through the ring of l4. Partial medical facetectomy and foraminotomy was performed over the l4 and l5 nerve root. Postero-lateral fusion was then performed using locally harvested autograft supplemented with rhbmp-2/acs on the decorticated transverse processes at l4.¿ the patient was discharged on (B)(6) 2011.